Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.